Manufacturer narrative:
Block d2b: pro code: qrb additional suspects medical device component involved in the event: model number/catalog number: sc-2317-50 serial number: (B)(6). Batch/lot number: 20808276 model/catalog description: infinion cx lead kit, 50cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the spinal cord stimulator leads had high impedances. The patient underwent a spinal cord stimulator leads explant procedure.